Event description:
A surgeon reported "perfusion did not drop" causing chamber instability during a procedure. The product was exchanged, and the case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).